Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and intermittent loss of capture. High thresholds were also noted on the right ventricular (rv) lead. Output to the lv lead was increased. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2001; 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.